Event description:
It was reported that the right ventricular (rv) lead was capped and replaced due to high thresholds. During the replacement procedure, the new lead was experiencing high rv pace sense impedance, noise and oversensing. The new lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.